Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The doctor took training by the agency endoscopy about the device. The doctor commented the following. -the 2 loops occurred in the stomach during the phases of approach at the duodenum. This phenomenon was related to the device's low stiffness. -the patient was with the altered anatomy due to surgery. -the doctor treated the patient with a continuous infusion of intravenous proton pump inhibitor (ppi) while 48 hours. -the patient's mucosa of gastric, duodenum, and lower esophageal had a moderate injury. The exact cause of the reported event could not be conclusively determined. Omsc surmised that the malfunction of the forceps elevator occurred due to a complicated loop. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, no malfunction was found at the forceps elevator. The exact cause of the reported event could not be conclusively determined at this time. Omsc concluded there was no serious injury about this phenomenon because the user did not perform the additional treatment for the patient. If additional information becomes available, this report will be supplemented.

Event description:
During endoscopic retrograde cholangiopancreatography (ercp), the user found that the forceps caused lesions to the mucosa of the patient. The doctor commented that the device was difficult to operate and the forceps elevator remained high. The user replaced the device with another device and completed the procedure. The patient has no problem at this time. The user did not perform the additional treatment including the re-insertion of the endoscope for the patient. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus was obtained additional information from the doctor of the user facility as follows. The doctor felt that it was difficult to reach the duodenum with the device during the procedure. The doctor found that the axis of the forceps elevator was shifted to the right. The forceps elevator could not correctly address the catheters used for cannulation of the papilla major and not approach the papilla itself. The doctor repositioned the patient and compressed the patient's abdomen manually. During the introduction and extraction of the device, the elevator caused a moderate injury and bleeding to the gastric and esophageal mucosa, however, it was not significant and the patient was not damaged. The procedure was delayed by an hour. This delay did not cause clinical problems to the patient. The doctor re-inserted the device to check the damaged mucosa area. And, the doctor concluded that there was no necessary endoscopic treatment for damaged mucosa. The patient did not have a medical history, primary disease, ulcer, or stenosis that could contribute to the injury. The doctor checked if the cap was not cracked after the procedure and found the cap was not cracked. It was the first time that this device had been used at the user facility. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to a visual inspection, olympus repair center confirmed that there was no irregular with the forceps elevator. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. According to the evaluation, the following was found. There was no scratch or dent on the distal end. The forceps elevator did not move properly. There was no mark of fluid invasion. The forceps elevator angle met specification. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. If suction was activated or the distal end of the endoscope was pushed against the mucous while removing the endoscope, mucous can be damaged by the edge of the distal cover. The user handling of the attachment of the distal end cover was inappropriate. If significant additional information is received, this report will be supplemented.